Manufacturer narrative:
(B)(4). The service engineer (se) found the touchscreen display was scratched. The se replaced the touchscreen display and the device passed all testing.

Event description:
It was reported that a ventilator touchscreen display was intermittent. There was no patient involvement.